Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient experienced a loss a stimulation. Diagnostics showed all contacts had high impedance. The physician and patient do not want to replace the lead. The patient wanted to wait until they completed other procedures. Surgery is pending scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. A DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.